Event description:
During a transfemoral tavr procedure, the approach was converted to open heart surgery to repair a left ventricle perforation (lv). It is unknown when the injury occurred. There was no unexpected movement of the delivery system or wire during valve deployment. The patient was stable until the guidewire was removed. A sternotomy was then performed and a perforation was noted. The perforation was repaired with pledget sutures. At the end of the procedure, the patient was transferred, but in hemodynamically unstable condition.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the ventricular perforation is unknown. It is possible that the procedure itself, in addition to patient factors (small ventricle) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.